Event description:
The customer alleged that around 6:30 one morning, he tested his blood glucose and received a reading of 149 mg/dl using his contour meter. The customer then injected 40 units of insulin based on the reading and passed out. Paramedics were called and the customer was taken to the hospital. On the way to the hospital, the customer's blood glucose was tested at 34 mg/dl using the paramedic's meter. The difference between the contour reading and the paramedic's reading falls in the "d" zone of the consensus error grid, making the difference clinically significant. The customer declined to provide any other information or troubleshoot his system. The customer was advised to return his test strips for evaluation. Replacement test strips and a new meter were sent to the customer.